Manufacturer narrative:
The returned device was visually inspected upon arrival. A mechanically damaged housing was observed, most likely due to external mechanical stress. The observed damage did not allow electrical testing to be conducted. This is a combined initial and final report.

Event description:
Returned dacapo power pack showed broken housing with electrolyte leakage. Neither patient contact to battery chemistry nor any injuries have been reported. The patient reportedly never used the battery.